Manufacturer narrative:
PMA/510(k)#: p100022/s001. The device of unknown rpn and lot number was not returned for evaluation. With the information provided, a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed and the following comments were provided by the independent reviewer: findings: implantation angiography was provided along with the complaint report. The target lesion was two severe stenoses straddling the right adductor canal. The proximal stenosis was 9cm long and moderately calcified. The distal stenosis was 3cm long and severely calcified. The greatest narrowing in the distal lesion was caused by a mound shaped plaque. The proximal, intermediate, and distal reference vessel diameter was 4mm. Because the aortic bifurcation was high in the lower abdomen at the mid l4 level, it was acutely angled. A severe right common iliac artery stenosis was eliminated with a stent prior to right leg intervention. This was performed through a retrograde right common femoral artery (cfa) access that was pulled prior to right leg intervention. Runoff to the foot was a single vessel limited to a small very slowly flowing posterior tibial artery. The right leg intervention was then performed from a left cfa up and over approach. The stenoses were first angioplastied over a .035 magic torque wire and then stented. Six minutes elapsed between pre and post angioplasty angiography and 1.6 minutes between post angioplasty and post stent angiography. The distal lesion was stented with a self-expanding stent appearing consistent with a 40mm long zilver stent deployed to a length of 38mm. The stent was likely a 6mm diameter stent because its maximal expansion was 5.8mm. Mean expansion was 4.5mm. The mound shaped plaque limited expansion to 2.7mm. The proximal lesion was stented with what was likely the complaint stent. The deployed length of this stent was 93mm. This stent was too short to cover a moderate stenosis from a dissected plaque on the stent's proximal margin. The stenosis was not dissected prior to stent implantation. The dissection was the result of post stent implantation angioplasty. Moderately calcified plaque at the stent's caudal end constrained the stent to 3.5mm. Mean stent expansion was 4.5mm. Impression: two identically appearing stents except for the length were implanted. The proximal stent was likely the complaint stent. The complaint stent was deployed in 7mm compression. This likely was the deployment difficulty. Difficulty deploying the stent likely was caused by acute aortic bifurcation. Difficulty with advancement likely was not encountered. This typically takes more time as sheaths and wires are changed. In this case, if 6 minutes were required to perform angioplasty, then 16 minutes to deploy two stents and then perform post stent angioplasty is consistent. Significant findings relative to the patient's anatomy were observed. The aortic bifurcation was acutely angulated. This is the most likely cause of difficult stent deployment. Significant findings relative to the disease state were observed. The other implanted stent, also likely a zilver stent, was persistently narrowed 40% by the mound shaped calcified plaque. Significant findings relative to the use of the device were observed. Difficulty deploying the stent likely resulted in mild stent compression and inability to cover a mild to moderate stenosis from dissected plaque at the stent's cranial end. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was not observed. The customer complaint can be confirmed based on customer testimony. It can be noted that imaging suggested that the deployment difficulties were most likely caused by acute aortic bifurcation. According to the imaging review, the complaint stent was deployed in 7mm compression. This was likely due to the deployment difficulties. Difficulty deploying the stent likely was caused by acute aortic bifurcation. Difficulty deploying the stent likely resulted in mild stent compression and inability to cover a mild to moderate stenosis from dissected plaque at the stent's cranial end. In addition, the other implanted stent, likely a zilver stent, was persistently narrowed by 40% by the mound shaped calcified plaque. Further information has been requested regarding this stent. Once information is received the investigation will be updated. Based on the above, the most likely cause of this event was the acute aortic bifurcation. However as the conditions of use could not be replicated in the laboratory settings, a definitive root cause of deployment difficulties cannot be determined. It can be noted that CAPA was completed to further investigate deployment issues. A project has been completed to improve the performance of the sheath and overall the deployment of the device. The following is stated in the instructions for use: "do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device." The rpn and lot number of the device involved is unknown. Therefore, a review of the relevant documentation cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. No other adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6), ease of device deployment considered difficult. The patient was enrolled in the study to treat the right distal superficial femoral artery. The right and left abis were 0.62. The right and left rutherford classifications were two. The lesion morphology revealed a tasc I and tasc ii, type b lesion with moderate calcification and no thrombus. There was no previous intervention in the study lesion. Inflow tract stenosis greater than 50% was present and successfully treated (less than 30% residual stenosis). There was one patent runoff vessel. Baseline angiographic lesion measurements revealed a proximal and distal reference vessel diameter (rvd) of 5.0 mm and 90% diameter stenosis. The lesion length was 80.0 mm. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 5.0 x 80 mm balloon at 12 atm for 60 seconds. One 6.0 mm x 100 mm (lot # queried) zilver ptx study stent was placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted that ease of device deployment was difficult. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 mm x 80 mm dilatation balloon at 10 atm for 10 seconds. At the conclusion of the case, no thrombus was noted by the site and the entire length of the study stent was apposed to the vessel wall. There was a grade a dissection within in the study stent. The length of the dissection has been queried. There was 10% residual stenosis remaining in the study lesion and the proximal and distal rvds were 5.0 mm. The post-procedural right and left abis were 1.14 and 0.56, respectively. On (B)(6) 2015 (one day post-procedure), the patient was discharged from the hospital taking aspirin and plavix.